Event description:
"Itotal" patient presented with a swollen and painful knee. Revision surgery occurred to exchange poly insert. At the time of revision surgery, the lateral insert was found to be dislocated from the tibial tray. The lateral poly insert was exchanged to complete the surgery.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.